Manufacturer narrative:
During the visual inspection of the needle/suture piece under 10x magnification, it was noted that suture was damaged near to the attached area of the needle by the use of a needle holder. In addition, the end of the suture was overstressed and residues of tissue and blood along of the strand were noted. The sample condition suggests an improper handling of the product.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic-assisted total laparoscopic hysterectomy on (B)(6) 2016 and the barbed suture was used. During closing of the vaginal cuff, the suture broke, when the doctor was completing the last back stitch, therefore it was finished. No further information is available.